Event description:
The perfusionist reported that the patient had pt had high watt alarm while riding in car with spouse. Upon return home, the patient exchanged the controller. The alarm was silenced for about 30min, and then resumed again. The patient was admitted to the hospital with inr 1.7 and ldh 1300. The patient had a sub-therapeutic inr of 1.82 two days prior to admission. The patient was started on argatroban and integrilin. The pump power was reported as currently still above 10 watts on (B)(6) 2015. On (B)(6) 2015 it was reported that the ldh was greater than 3000 and that thrombus had not yet been confirmed as the patient had not gone to the operating room; at this time it was a clinical diagnosis based on lab results and high watts. The patient has had three rounds of tpa in addition to argatroban and integrilin, still has high watts and is in acute renal failure. On (B)(6) 2015 it was reported that the patient received two rounds of tpa and remains on argatroban and integrelin. The pump stopped on (B)(6) 2015, it was not intentionally stopped, and remains stopped. The patient is on hemodialysis and "on many drips to support his cardiac status". At this time, the patient's condition is too critical for pump exchange due to hemodynamic, renal and ongoing previous infectious status. Additional information received indicated that the patient expired on (B)(6) 2015. The patient was administered tpa x 3 for total of 40mg, pump eventually stopped. He was not a candidate for exchange due to multiple co morbidities."

Event description:
The perfusionist reported that the patient had pt had high watt alarm while riding in car with spouse. Upon return home, the patient exchanged the controller. The alarm was silenced for about 30min, and then resumed again. The patient was admitted to the hospital with inr 1.7 and ldh 1300. The patient had a sub-therapeutic inr of 1.82 two days prior to admission. The patient was started on argatroban and integrilin. The pump power was reported as currently still above 10 watts on (B)(6) 2015. On (B)(6) 2015 it was reported that the ldh was greater than 3000 and that thrombus had not yet been confirmed as the patient had not gone to the operating room; at this time it was a clinical diagnosis based on lab results and high watts. The patient has had three rounds of tpa in addition to argatroban and integrilin, still has high watts and is in acute renal failure. On (B)(6) 2015 it was reported that the patient received two rounds of tpa and remains on argatroban and integrelin. The pump stopped on (B)(6) 2015, it was not intentionally stopped, and remains stopped. The patient is on hemodialysis and "on many drips to support his cardiac status". At this time, the patient's condition is too critical for pump exchange due to hemodynamic, renal and ongoing previous infectious status.

Manufacturer narrative:
Log file analysis: a review of the controller log files associated with the event captured, confirmed the high watt alarms. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 7.2w on (B)(6) 2015 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event with identified contributing patient and clinical factors likely contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus and related sequelae including renal dysfunction are known potential complications associated with all patients implanted with ventricular assist devices (vads) as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This patient's sub-therapeutic anticoagulation and ongoing history of infection are identified factors that can contribute to pump thrombosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus and related sequelae including renal dysfunction are known potential complications associated with all patients implanted with ventricular assist devices (vads) as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). This patient's sub-therapeutic angicoagulation and ongoing history of infection are identified factors that can contribute to pump thrombosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Current device location is unknown.